Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_label_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a fall. The patient reported she had a bad fall about 6 weeks ago and the patient also fell on (B)(6) 2016. The patient noted she fractured her shoulder and was in extreme pain from the arthritis in her shoulder. The patient stated since the fall she had no bladder control at all. The patient noted later in the call she had very little control. The patient stated after the fall they took an x-ray, said everything was in place and reprogrammed the device. The patient stated the device had not been very successful since the device was implanted. The patient noted prior to the fall she was getting at least (B)(4) reduction in symptoms. The patient stated a manufacturer representative (rep) told the patient it was ok to a motorized chair. The patient noted after the fall she was living in the chair. The patient stated when she was living in the chair she had urinary urges every hour and a half. The patient noted she looked the guide up on the internet and it was 130 pages and small writing so she didn't want to print it. Additional information from the patient reported they were scheduled for follow up programming with the healthcare professional (hcp) on (B)(6), when the patient fell at home on the (B)(6) and fractured their shoulder. The patient reported they were experiencing (B)(4) control of their urge incontinence. The patient stated they were not able to see the hcp until (B)(6). The patient noted the time after the fall their urge control was definitely less and they had bowel control issues as well. The patient noted they did not experience those issues prior to the fall. The patient noted twice they had major loose bowels and continual minor leaking. The patient noted they were able to control the bowel issues with (B)(4). The patient noted they were not able to find a positive program with their personal programmer to gain urinary control. The patient stated they had an x-ray on the (B)(6), which confirmed that the lead was in the original place. The patient stated their programmer was adjusted and they left the hcp¿s office on a positive noted. The patient stated at home again the patient had no improvement. The patient noted they had been living in a 24-7 motorized lift chair recliner. The patient stated they were suspicious that the chair was counterproductive with their stimulator so they gave up the lift chair in favor of a normal recliner. The patient had immediate improvement, but not more than (B)(4). The patient noted they continued to search for a stable program with their programmer, the patient noted they had 4 options. The patient noted when they change programs they started with stimulation as low as they can still feel the stimulation. The patient noted the stimulation was mostly in the vagina and low buttocks. The patient noted usually within a day or two, they would increase the amplitude when they do not have positive results. The patient stated they were looking for a minimum of (B)(4), which was not happening for the patient, especially in the evening. The patient noted in the evening they cannot hold back a void and had more frequent urges. The patient noted they were often up every two hours at night. The patient stated when they get up they have no control. The patient reported their bladder was never full. The patient stated they have severe urges and by the time they got to the bathroom their bladder is empty. The patient noted within minutes they felt slight urges once again, but cannot void if they try. The patient noted their shoulder therapy was a slow process. The patient noted they had arthritis causing trauma to their recovery. The patient noted they were not on any medication, but they do take an occasional tylenol if needed. The patient reported they planned to go back to the hcp if nothing changes in a few weeks. The patient noted they were better off than before the implant. The patient noted their personal finding from over 60 years of incontinence was they had an evil bladder. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.